Event description:
It was reported that during a roux en y while applying sli to the device, tech was not removing device from the applicator appropriately resulting in the need for the sli material to be adjusted by hand after the rep addressed the correct way to open the device with the tech. There was also an issue on the fifth firing where the surgeon had tissue back into the tissue stops when the device was closed. Tissue was snagged in the joint and the surgeon used a monopolar device to cut the tissue from the outside to free the snag. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #930a51. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no reload loaded on the device. The device does not close completely, the anvil or jaw hinge appears to have been bent upward, but the device still fired and formed staples correctly. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 930a51, and no non-conformances were identified.